Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, the journey dcf ap fem cut blk 4 was successfully used to complete the femoral resection. Upon removal of the block from the femur, the pins on the back of the block remained in the distal femur, this was also removed. No additional hardware was seen in vivo at that time. The surgery was completed, without any delay, with the same device. After the case it was noticed that there was a missing screw, so an exhaustive search for the missing screw was done but it was fruitless. A post-operative radiograph then showed the missing screw appearing in the tibial im canal distal to the implanted tibial baseplate. Surgeon was made aware and the decision was made to observe but not remove at this time. No other injuries were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is missing the screw which connects the spiked cross bar to the main device. The clinical/medical investigation concluded that, based on the limited information provided a clinical root cause for the reported event cannot be confirmed. According to the provided x-rays, the patient impact is determined to be the retained screw within the tibial intramedullary canal. It is not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse, rough handling or user/procedural variance are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.